Event description:
Report received from (B)(6) stating that the bearing of the device was damaged. It is unknown if the device was being used during surgery. It is also unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged bearing" was confirmed. (B)(4) evaluated the device, and the bearings in the attachment were observed to be worn and damaged. This condition is likely due to normal wear from use over time. If add'l info is rec'd, a supplemental report will be sent. (B)(4).